Manufacturer narrative:
This report is based on information provided by philips bench service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating a device alarm - paddle malfunction. Based on the information available, the root cause of the reported issue is due to the maintenance issue in paddle. After cleaning the paddle, the device is back to good working condition. The device is working fine as per manufacturer's specifications after the paddle was cleaned. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx als monitor exhibited an alarm prompting a paddle malfunction. There was no reported patient involvement.